Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) had no audio sound, which silenced any alarms that might sound. They tried swapping the speakers out for another set, however those failed a week later. The device was not in use on a patient at the time. The biomedical engineer will be provided with a replacement pcb nibp safety board when one becomes available. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) had no audio sound, which silenced any alarms that might sound.